Event description:
It was reported that the pt underwent catheter revision surgery on (B)(6) 2011 due to decreased effect of itb (intrathecal baclofen) pump despite dose increases. The pt was not back to baseline spasticity but was "not as good as previous". A dye study in the operating room revealed a catheter with good csf flow. Dye injection showed loculations of dye in subarachnoid and subdural spaces without clear myelographic spread. The old catheter was removed; the new catheter was implanted. "Good flow of dye was only achieved by several positionings of catheter in the canal." Postoperatively the pump was programmed to deliver lioresal 500 mcg/ml. The daily dose was decreased from 475 mcg/day to 250 mcg/day. Per the reporter: "catheter only priming programmed". Within one hour of the surgery, the pt experienced weakness, flaccidity and numbness. The pt had no mental status changes. The pt was taken for stat MRI. Pump settings were confirmed pre and post MRI. Six hours postoperatively, the pt had returned to baseline. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The catheter was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.